Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose level. Customer blood glucose level was over 400 mg/dl and it continuously went down to 51 mg/dl. Customer current blood glucose level was 98 mg/dl. The customer was treated with bolus and manual injection for high blood glucose level. Customer was treated with food for low blood glucose level. Customer had been using insulin pump system within 48 hours current of reported high and low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Customer stated that they performed high pressure test and it passed. Customer was assisted with troubleshooting for high and low blood glucose. The device will not be returned for analysis.